Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 476mg/dl which was treated with manual injection. Customer also reported that they got motor error when trying to bolus as well as low battery and meter not connecting to pump. Customer stated that drive support cap was normal. Customer reported insulin exited at the qr. Insulin pump will not be return for analysis.